Event description:
It was reported that the remote monitoring percent pace and the histogram percent pace do not match. The device remains in use. No p atient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196-78 implantable pacing lead 2012-(B)(6); 4076-52 implantable pacing lead 2012-(B)(6), (B)(4).